Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the low pump flow was ingested biomaterial. The device is contraindicated for use with preexisting mural thrombus in the left ventricle per 0048-9007. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. Before using the impella, a thrombus had already been confirmed in the left chamber, but impella was inserted before coronary artery bypass grafting (CABG). After that, it was transferred to the cardiopulmonary system, and when the operation was transferred from the cardiopulmonary system to impella at the end of the operation, the impella flow rate did not increase from 0.5 l / min. Echo was confirmed, but there was no problem with the volume at the position, so it was possible that a thrombus was inhaled. When it was taken out of the body, a thrombus was confirmed in the inhalation part. After that, impella was replaced with an intra-aortic balloon pump (iabp).